Manufacturer narrative:
(B)(4). In-house investigation confirmed that the drug fulvestrant causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued to all current architect estradiol customers. The letter informs the customer that patients undergoing fulvestrant therapy should not be tested with the architect estradiol assay. It also instructs the customer to review the letter with their medical director. The architect estradiol package insert will be updated to include new information regarding interference/cross-reactivity between the architect estradiol assay and the drug fulvestrant.

Event description:
A review was performed of an article abstract from the journal clin biochem rev [cy chiang, et.al., 2012 nov;33(4) s1-s53] titled, "o1 falsely elevated estradiol levels in postmenopausal women with metastatic ER+ breast cancer." The article states that two female patient samples showed cross reactivity of the drug fulvestrant with the estradiol (e2) immunoassay assay with four different manufacturer's methods: siemens centaur, abbott architect, roche elecsys and beckman coulter dxi. Lc-msms did not show fulvestrant interference with estradiol. No impact to patient management was reported.